Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator continued to pace asynchronously, even after the dial was turned to a different sensitivity. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator continued to pace asynchronously, even after the dial was turned to a different sensitivity. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the generator was returned and analysis could not confirm the customer comment that the unit continued to pace asynchronously even after the setting was changed to a different sensitivity. The device passed all incoming tests with no anomalies found. It was recalibrated and functionally tested and passed final quality assurance (qa) tests. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.